Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient allowed the external batteries to deplete, and then the system controller backup battery to deplete, resulting in pump stoppage. The patient was not symptomatic as a result of the pump stoppage, and pump function resumed when a viable power source was connected. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed a pump stoppage event as the result of a total loss of power to the system controller due to depleted external batteries and the controller's internal backup battery. Following the pump stoppage and restoration of power to the system via charged external 14v batteries, the pump immediately ramped back up to the fixed speed without issue. The internal time clock was not reset following the total loss of power event, resulting in active yellow wrench/controller clock not set advisory alarms until the end of the log file. No other atypical events were noted in the remainder of the log file and pump parameters appeared to remain at baseline values. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.